Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill interfered with the nail. The surgeon managed to make the drill tip go through by adjusting it by hand. The surgeon commented that a direction might be away from the target by slipping out on periosteum during the surgery because the patient¿s bone was carved. The surgery was delay for two minutes due to this event. This report is for an unknown drill bit. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
This report is for an unknown drill bit/unknown lot. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.